Manufacturer narrative:
Unit had broken battery tube threads, missing retainer, missing reservoir tube o-ring. Unit p-cap or test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack around the battery cap. The customer stated that the reservoir did lock into place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis